Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
The product used was either spinbrush pro whitening toothbrush soft (B)(4) or spinbrush pro whitening toothbrush medium (B)(4). (B)(4).